Manufacturer narrative:
The battery passed external visual inspection and functional testing.

Event description:
It was reported from (B)(6) that a patient was at home when his controller "changed the power source from one battery to the other earlier than expected". The patient isolated a battery as the source for the switching. There is no reported consequence or impact to the patient; "patient did not report a pump stop or any physical influence from this event". There is no additional information at this time.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Batteries were returned on 12/16/2014.